Event description:
On (B)(6) 2024, the patient underwent endovascular procedure to treat the abdominal aortic aneurysm where the gore® dryseal flex introducer sheath (dsf1233/ (B)(6)) was used for access. Reportedly, at the end of the case, the physician removed the sheath from the right femoral artery. The scrub nurse inspected the sheath after and noticed a small portion of the wire protruding from the distal end of the sheath. The inner wire appeared to have separated and came out outside of the sheath while still within the patient¿s vessel. The physician was made aware immediately. On the back table, the wire was pulled from the sheath (to see what it was) and appeared as though it was the wire from the sheath itself. The physician unknown about the cause of problem. The nurse examined the sheath for possible damage or defects before procedure, and did not notice any damages. The physician did not notice any resistance advancing the sheath. There were no procedural complications and the patient did not have any health issues. The procedure was completed percutaneous. The patient tolerated the procedure.

Manufacturer narrative:
B5: event description was updated. D8/9: device returned information was updated. Code e2402- was used to cover that the procedure was completed and the patient tolerated the procedure. H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. B01: the sheath was sent to gore for analysis. The device evaluation confirmed the marker band and approximately 1cm of the leading end sheath material separated from the gore® dryseal flex introducer sheath. The root cause of the gore® dryseal flex introducer sheath leading end and marker band separation could not be determined with the available information. This type of occurrence will continue to be monitored. C24: the reported device failure mode, relating to sheath breakage, was confirmed through evaluation of the returned device. The sheath reportedly broke while still within the patient¿s vessel, but the timing of the sheath breakage could not be independently confirmed, and the cause for the confirmed device failure mode could not be established with the available information. D15: the cause of the device breakage could not be determined. Additional information requested, however, was not available.

Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device will be sent to gore for analysis. Further information will be provided. Additional information was requested. Code e2402- was used to cover that the procedure was completed and the patient tolerated the procedure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient underwent endovascular procedure to treat the abdominal aortic aneurysm where the gore® dryseal flex introducer sheath (dsf1233/ 27542259) was used for access. Reportedly, at the end of the case, the physician removed the sheath from the right femoral artery. The scrub nurse inspected the sheath after and noticed a small portion of the wire protruding from the distal end of the sheath. The physician was made aware immediately. On the back table, the wire was pulled from the sheath (to see what it was) and appeared as though it was the wire from the sheath itself.